Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer also reported a blood glucose (bg) level was 41 mg/dl, cause unknown. The costumer addressed low bg by consuming glucose tablets.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.